Manufacturer narrative:
Continued h.6. Health effect - impact code: f2203. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side deflation via ultrasound. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed opening assessed as surgical damage like and observed partial delamination of the valve assessed as adhesive failure. Additional observations: no other observation observed. No further actions are required since no manufacturing issue is observed.

Event description:
Healthcare professional reported a right side deflation via ultrasound. Device has been explanted and replaced.